Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, non-tortuous, 85% calcified, mid left anterior descending artery. Pre-dilatation was performed prior to deployment of the 3.5 x 28 mm xience prime stent at 14 atmospheres at the lesion site. Post-implant a distal edge dissection was observed that was treated with a 3.0 x 15 mm xience prime stent. No additional information was provided.